Event description:
It was reported that during a da vinci-assisted benign hysterectomy with oophorectomy surgical procedure, the monopolar curved scissors (mcs) instrument had the front broken off. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the user. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the urological operating team states that the tip of the monopolar curved scissors was in perfect condition during the procedure and that the surgery was successfully completed with this instrument. It might have happened during the reprocessing; perhaps the instrument fell to the ground during this process. I kindly ask you not to forward this information or report it as an incident and to close the matter.

Event description:
Refer to h11 for follow-up information.